Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio flex meter read inaccurately high compared to his feelings and/or normal results. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began on either (B)(6) or (B)(6) 2019 around the morning. The patient reported obtaining alleged inaccurate high blood glucose readings of ¿300-500 mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. He informed the csr that he manages his diabetes with oral medication (4x 500 mg metformin and 2x 10 mg glipizide) and 10 units humalog insulin. The patient claims that he increased his dosage of humalog insulin from 10 units to 25 units in response to the alleged elevated results. Immediately after the product issue occurred, the patient developed symptoms like ¿dizziness, wooziness and sweatiness¿. Immediately after he experienced the symptoms, the patient reported that he took water. The patient did not report any other medical treatment and he denied using any other device to test his blood glucose. During troubleshooting, the csr confirmed that the patient¿s meter was set to the correct unit of measure and the strips had not been open longer than the discard date, had not expired, and had been stored correctly. The csr noted that the patient did not have control solution available to perform a quality control test. Replacement products were sent out to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.

Manufacturer narrative:
The lay user/patients meter have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.